Event description:
It was reported to philips that there was several reboots performed for system to boot up properly. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.